Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 12.6, -09.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a same size, higher power lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, "there is no problem with the lens model and lens size. The problem was solved by slightly changing the power of the lens."